Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-07-31. (B)(4). Device available for evaluation?: no. Mfg date: 2016-07-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-07-31. (B)(4). Device available for evaluation?: no. Mfg date: 2016-07-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two batteries that were not charging. When those two batteries were placed on the battery charger, the indicator light would flash red. The two batteries were also tested on the controller port and no power was provided. The site further reported that one of the patient's batteries was undergoing power switching. The charge on the battery was greater than twenty five percent. The distributor has indicated that the batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected section a1 <(>&<)> section d5. Product event summary: the three batteries were not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events during the reported event date. As a result, the reported power switching, batteries not charging and unable to provide power event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. Events involving a battery not charging can be attributed, but not limited, to a faulty integrated circuit, improper weld, soldering defect and/or due to a charge time-out of eight hours. Additional products: battery, (B)(4). D10: no h3: yes h6 FDA method code(s): 4112,4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(4). D10: no h3: yes h6 FDA method code(s): 4112,4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported "flashing red" event was confirmed during bench testing; two batteries, bat221134 and bat221145, flashed red when connected to a battery charger. Failure analysis of the returned devices revealed that the batteries passed visual examination. Functional testing revealed that the batteries flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The batteries were still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. Failure analysis of the returned device, bat221369, revealed that the battery passed visual examination and functional testing. The battery was still able to charge and adequately provide power to a test controller. Additionally, the log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events involving batteries during the reported event date. As a result, the reported power switching event could not be confirmed. The most likely root cause of the reported "not charging" and "flashing red" events can be attributed to a battery that is out of calibration. Additional products: battery, bat211145 d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 19 h6 FDA conclusion code(s): 114 battery, bat221369 d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 67 h6 FDA conclusion code(s): 213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.